Manufacturer narrative:
Additional information: concomitant medical product updated analysis on the returned computer had no failure found. The computer boots and runs programs normally. Continuation of concomitant medical products pn: 9735416r, lot: 1979748. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735416r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that while loading a disc the system became unresponsive. The cd loaded then the system froze, reboot to grub menu. A hard reset was performed and the system booted normally before displaying "no sync" and shutting down. It was determined that the "no sync" signal is indicative of a hardware/computer issue. Possible cause was proposed to be a loose cable or too many patients stored on the computer but it is not likely. The manufacturer representative walked through troubleshooting with the site. The site reported the computer fans are cycling on and off, but the software was able to boot. Site confirmed disc space was 79% free and that the cd was not in the computer. There were no patients listed in the file system when checked, likely file system corruption. The manufacturer representative was on site and reported the screen was black, the fans were on, the green light was on in the back of the computer and the cd drive was able to open. A hard shut down was recommended and also to unplug system from wall power prior to reboot. During reboot, the computer was power cycling again, and not booting into software and screen briefly flashes no sync then goes black. Computer will need to be replaced. No patient present. It was reported that the hard drive was replaced and the issue was resolved.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced, and the system passed checkout. (B)(4). If information is provided in the future, a supplemental report will be issued.